Manufacturer narrative:
It was reported that a patient specific implant of another patient was prepared for use in the operating room. The patient was already on the operating table and the procedure had already started. The patient received an off-the-shelf hip replacement system and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a patient specific implant of another patient was prepared for use in the operating room. The patient was already on the operating table and the procedure had already started. The patient received an off-the-shelf hip replacement system and the surgery was completed successfully.